Manufacturer narrative:
The customer reported that their patient coded while connected to a bedside monitor (bsm), and now their central nurse's station (cns) full disclosure history is showing a gap in data during the time of the code. The patient was then discharged and another patient was admitted in his place, and there was no issues with full disclosure. Attempt #1: 02/05/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: 02/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: 02/26/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The customer reported that their patient coded while connected to a bedside monitor (bsm), and now their central nurse's station (cns) full disclosure history is showing a gap in data during the time of the code.